Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vault prolapse, pelvic prolapse, cystocele, rectocele plus enterocele, and repair of bladder and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of anterior and posterior repair, enterocele repair, cystorrhaphy during anterior repair with right ureteral stent placement, and cystourethroscopy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: 05/02/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, frequency, dysuria, and vaginal irritation. (B)(4).